Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 103 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.